Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-18. H6: investigation summary: on (B)(6), 2021, a mckesson sales representative reported a bd veritor¿ plus analyzer (ref (B)(4), serial number (B)(6)) caught on fire at children & adolescents clinic in hopewell, virginia. The customer reported approximately two weeks prior a nurse was in the process of administering a vaccine when she heard a ¿pop¿ sound from another room. She went to investigate and observed there were flames coming from the bd veritor¿ plus analyzer. The customer eliminated the flames using a fire extinguisher and then called the local fire department. The analyzer was not in use during the time of the event and there were no personnel nearby. There no also no personnel injury or property damage as a result of this event. The analyzer was connected to an outlet near a refrigerator. The power adapter used was li-ion charger (model sjt-12w) with a output at vc12.6==1a. This power adapter is not the glob-tek output 5v==3a adapter that comes with the instrument. The analyzer was returned to bd on (B)(6), 2021. The returned analyzer showed extensive heat damage. The enclosure shows thermal damage consistent with an overheated battery cell, especially on the bottom side. The concentration of the damage to the right side of the instrument, looking from the top, is consistent with cell venting on the cathode side. There was a significant amount of burnt residue falling out of the inside of the instrument. Soot deposits indicate that the presence of flames. Major damage to the enclosure on the side facing the battery cell cathode. The collapse of the upper enclosure indicates softening of the plastic. The burn pattern seems to start at the battery cell location and progress towards to the cartridge slot. The optional module cover was fused to the bottom enclosure and inner chassis. The inside of the instrument is covered with soot and the melting of the plastic parts is evident. Detailed views of the instrument interior show that the chassis supporting the main circuit board has collapsed on the right side (battery cell cathode). The power button plastic, top side, had softened and is warped. Extensive soot deposits on the inside of the instrument, including on the enclosure wall with the external connectors. The display chassis is warped. The pcb shows corrosion, because the gold from the contact fingers is not present. The display was, at least partially, still functional because the icon bard was activated briefly during assembly. The adhesive holding the display to the chassis is not present anymore and likely due to heat damage. Detailed view of the damage to the main and display chassis, especially on the right side. The pcb is heavily corroded, even showing bare copper layers in places. More details, showing melted plastic above and below the circuit board and corrosion. Some components are removed from the circuit board. The power switch circuit board component has been embedded into the plastic of the top enclosure and removed from the circuit board. A piece of copper trace is still attached to the switch and delaminated from the board. A view into the opening caused by the excessive heat. The circuit board is visible and shows heat damage and corrosion. The battery terminal is still attached to the circuit board but has a hole in it. The inside of the battery cell is exposed because the parts capping the cell have disappeared. It shows corrosion. The inner chassis has deformed on the right side (looking at the veritor in normal operating mode) and melted with the upper enclosure and display chassis. The inside of the instrument had reached the melting point of the plastic materials. Hot gases appear to have escaped towards the top left corner of the display; melting and deforming the display chassis. The large electrolytic capacitors are still intact, no indication of venting. There are soot deposit and corrosion on the trigger board. The two fuses, f1 on the trigger board and f1 on the main board are still intact. The power supply returned by the customer is rated 1 a at 12 v, and cannot deliver large enough current to trip the fuses. In summary, the internal and external damage to the plastic parts, main circuit board, and battery cell are consistent with thermal runaway of the li-ion cell. ¿ the customer confirmed that the instrument was connected to a 12 v power supply and returned this power supply. ¿ previously reported overvoltage failures did involve circuit board components in the power and battery circuits. ¿ the maximum allowed voltage for the li-ion cell is 4.2 v and higher voltages can lead to cell failure. ¿ there is no redundant circuit preventing higher voltages to be applied to the li-ion cell. ¿ the plastic material used for the enclosure is ul94-hb and does not prevent the spread of fire. The root cause was an unauthorized ac power adapter that has higher voltage output than the bd supplied ac power adapter. A CAPA 1937834 has been initiated to address the power issue failures. Based on the results of this investigation, the issue cited in the complaint is confirmed. Bd quality will continue to monitor for trends related to this failure.

Event description:
It was reported that the bd veritor¿ plus analyzer caught fire while not in use and was put out using a fire extinguisher. After further investigation, it was found that charger being used was not the one provided with the instrument. The excess of voltage was what caused the instrument to catch on fire. There was no report of adverse user or patient impact. The following information was provided by the initial reporter: "customer reports (B)(6) serial # instrument caught fire". "Customer reports about two weeks ago lead nurse was about to administer a vaccine when she heard a pop in the other room. She then saw flames coming from the instrument. The instrument was not testing and no personnel were nearby. The instrument was plugged in near a refrigerator. Customer used a fire extinguisher to eliminate any flames. No property was damaged. The local fire department were called and they cleared the outlets in the area to continue to be used. Asked office manager to look at the details of the charger that was in use. The instrument was using h lon charger with output at "vc12.6== 1a." This was not the charger that comes with the instrument. Informed customer the charger that is supposed to be paired with this analyzer is a glob-tek 5v==3a. Customer was using a charger that did not come with the unit and the charger was providing too much voltage into the unit causing it to catch fire."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veritor¿ plus analyzer caught fire while not in use and was put out using a fire extinguisher. After further investigation, it was found that charger being used was not the one provided with the instrument. The excess of voltage was what caused the instrument to catch on fire. There was no report of adverse user or patient impact. The following information was provided by the initial reporter: "customer reports (B)(4) serial # instrument caught fire". "Customer reports about two weeks ago lead nurse was about to administer a vaccine when she heard a pop in the other room. She then saw flames coming from the instrument. The instrument was not testing and no personnel were nearby. The instrument was plugged in near a refrigerator. Customer used a fire extinguisher to eliminate any flames. No property was damaged. The local fire department were called and they cleared the outlets in the area to continue to be used. Asked office manager to look at the details of the charger that was in use. The instrument was using h lon charger with output at "vc12.6== 1a." This was not the charger that comes with the instrument. Informed customer the charger that is supposed to be paired with this analyzer is a glob-tek 5v==3a. Customer was using a charger that did not come with the unit and the charger was providing too much voltage into the unit causing it to catch fire."